Event description:
**Update**- medical records received (B)(4) 2013. Revision operative reports indicates patient was revised on (B)(6) 2013 due to pain and elevated serum cobalt and chromium ions.

Event description:
Litigation papers allege since surgical implantation, patient has suffered symptoms including but not limited to swelling, inflammation, groin pain, hip pain, and problems sitting and standing. **update** (B)(6) 2012 - part/lot information was identified. The complaint and associated mdrs were updated.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.